Event description:
Caller reported a cgm error. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for a complete pump reset, and the caller was advised to perform the reset and follow up if the issue continued.